Event description:
It was reported that the customer's insulin pump was alarming no delivery while priming. Customer states that they have change the reservoir and infusion set, yet issue has continued. Advised customer to press esc and act button to clear alarm. During troubleshooting, customer was asked to disconnect and reconnect reservoir from the infusion set to verify if connections is secure. Customer states connection secure. Next, customer was asked to manually push reservoir plunger and verify if insulin exited. Customer stated insulin did not exit. Customer changed reservoir and infusion set to retest. Verified insulin exited. Afterwards, customer was asked to remove reservoir and perform a manual prime. Customer states device alarmed no delivery. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 170 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to test for excessive no delivery alarm or perform the prime/a33 test and displacement test due to motor error alarm. Unit had a scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.